Manufacturer narrative:
H6; code 400: device was not crimped during assembly. Based upon the info received and the visual examination, it was concluded that the instrument was returned with a misassembled anvil crimp. No testing could be performed due to the condition of the instrument returned. Co strives to understand each incident as it occurs in order to continuously improve co's products. The assembly location has been notified of this incident.

Event description:
The device was used during a v.a.t.s. Procedure. It was reported by the affiliate that the first firing of the device was perfect. When the surgeon pushed the release button of the device, the jaws did not open. The surgeon was able to remove the device but noticed that the anvil did not open even when he tried to push the closing trigger in a more open position. There was no pt consesquence.